Event description:
Account reports approximately 12 incidents in which the stopcock either "shatters" or "splits in half" when the lever on the stopcock is rotated. The infusion is tpn, sometimes with lipids and sometimes without lipids. Reporter stated she does not feel lipids are the cause due to the issue frequently occurs upon priming/set-up. Reporter stated the device is utilized on neonates, and stated there was no patient compromise when the device failed while in usage on patient.